Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This ra lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.